Event description:
It was reported that the patient presented to the emergency department, and that lead impedance warnings had triggered. There were impedance jumps to high/undefined impedance on the right ventricular (rv) coil and superior vena cava (svc) coil. In addition, there was a jump in the rv pacing impedance. A review by qualified personnel determined that the rv epicardial patch was likely fractured. A follow-up investigation noted that the physician was aware of the issue. The patient and family were also aware of a previous incident that had resulted in the fracture. The device was interrogated and the alerts stopped. The rv lead and defibrillator epicardial patches remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6721s-50 lead 4968-25 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.